Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Brush lodged in esophagus [foreign body in gastrointestinal tract]. Brush became dislodged from the brush [device breakage]. A spontaneous report was received via e-mail on (B)(6) 2019 from a consumer, unknown age and gender, stating that while brushing the back of his/her tongue 10 days ago with an oral-b toothbrush, version unknown, the brush became dislodged from the brush and slipped down his/her throat and lodged in his/her esophagus. The consumer went to the emergency room (ER), and the brush was removed. The outcome was recovered. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided. On (B)(6) 2019 follow-up with consumer via phone: the consumer clarified the oral-b toothbrush used was an oral-b brushhead, version unknown with an oral-b rechargeable toothbrush, version unknown. Product use was discontinued. No further information was provided.